Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument had charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, sparks occurred at the tip of a maryland bipolar forceps instrument. The procedure was completing using a backup maryland bipolar forceps instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument and cannula were inspected prior to use with no abnormalities found. The arcing event occurred during the separation of liver parenchyma using bipolar energy. The covidien force triad generator was used with specific settings. The instrument was in use for 4 to 5 hours prior to the event, and other instruments in use were a suction irrigator and tip-up fenestrated grasper. There may have been contact between the instrument tips and other instruments or tools. The instrument tips were in contact with tissue, but not with staples, clips, or sutures. The jaws of the instrument were immersed in liquid (water) due to the suction irrigator. The surgeon believes the event was caused by instrument malfunction. The patient did not experience any post-surgical complications requiring rehospitalization.